Event description:
Report received from the USA stating that the device had a hole in the hose. The device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).